Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the reported information, the reported difficulties appear to be due to case circumstances. It is likely that the filter movement was the result of inadvertently pulling the barewire causing the filter to pull out of position. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an internal carotid artery that was 80% stenosed. The filter of an emboshield nav6 was placed correctly at the vessel and the barewire a bit distal to the filter (4cm). An angiogram was performed. Then just before placing the stent, it was noted that filter had slipped down at the location where it was planned to place the stent. While pulling back on the introducer sheath to position, the wire and filter moved back with it, resulting in the filter being in the location they were planning to place the stent. The emboshield nav 6 was simply removed and the stent implant was placed and post-dilated without protection from the nav6. There was no adverse patient effects and no clinically significant delay. No additional information was provided.